Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: h6 (medical device problem code). Per the fse the customer stated that there was nothing wrong with pump. Someone accidently turned off power button behind where the line cord plugs into the unit. Biomed just turned the pump back on. Nothing was wrong with it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that in a classroom cardiosave intra-aortic balloon pump (iabp) showed "battery in use" even though it was plugged into the wall. Multiple outlets in the room was tried but the message remained. The pump ended up dying in the middle of class due to low battery. No patient involvement was reported.